Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Dexcom representative explained to the patient's father that the tech replacement they were using was out of warranty. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on 03/08/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.